Manufacturer narrative:
The hvad is used for treatment not diagnosis. The driveline for hvad pump ((B)(4)) and controller ((B)(4)) were not returned to the manufacturer for evaluation.the backup controller (B)(4) was returned for analysis. Review of the manufacturing documentation confirmed that hvad pump ((B)(4)) and controller ((B)(4)) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate controller ((B)(4)) in relation to the reported event. Analysis revealed that the controller met specifications as the device passed visual inspection and functional testing except that the real time clock (rtc) was reset to zero. However, when the date and time were set to actual time and the internal battery (bt2) was adequately recharged, controller was able to keep accurate date and time. The rtc was reset to zero most likely, because controller had not been connected to external power for extended periods and its internal coil cell battery had run down. This is an incidental finding. On-site inspection of the driveline connector did not reveal any damage or contamination. It was noted during inspection that the driveline sheath was twisted. However, manipulation of the driveline failed to trigger any alarms. The reported event was confirmed via review of the controller log files, which revealed electrical fault and high watt alarms on controller ((B)(4)) as well as the pump running on a single stator. Controller ((B)(4)) did not reveal any alarms on or near the reported event date. The driveline was disconnected and reconnected upon which the pump restarted on both stators normally. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. This is one of two reports (3007042319-2015-02371 and 3007042319-2015-02372) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02371 and 3007042319-2015-02372) submitted for devices related to the same event.

Event description:
It was reported that this patient began experiencing "electrical fault" and "high watt" alarms while at home. The patient was hospitalized and log files were sent which determined that he had been running on single stator. Clinical engineering arrived at the site and examined the driveline connector and cable thoroughly. Prior to the procedure the patient was prepped with normal saline, milrinone drip, and epinephrine. Troubleshooting included disconnection of the driveline for approximately fifteen seconds. The patient became slightly dizzy during the brief disconnection. No damage was evident on the driveline connector or controller pins. The driveline was reconnected and manipulated with no further alarms and the controller was exchanged without consequence. No further action was required. The patient has since been discharged home. Investigation is ongoing. This is report 1 of 2.